Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was placed, a deviation was confirmed in the descending aorta when the final echocardiogram was checked. There was curvature present from the descending aorta to the abdomen. The deviation was judged to be type b, therefore the operation was completed as is. The team had the impression that calcification in the descending aorta was dislodged when it was stretched with a wire, however it is unknown whether the embolus was potentially caused by the advancement of the delivery catheter system (dcs). No additional adverse patient effects were reported. Additional information was received that during the valve implant procedure, the valve was implanted into the native annulus and heparin was administered. The procedure lasted 1 to 2 hours. No embolus was reported and the "deviation" was corrected to dissection. No treatment was reported for the type b dissection. Additional information was received that per the physician, the cause of the dissection might be due to the patient's tortuous anatomy.

Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024, product ID l-evolutfx-2329 (lot: 0011959834); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was placed, a deviation was confirmed in the descending aorta when the final echocardiogram was checked. There was curvature present from the descending aorta to the abdomen. The deviation was judged to be type b, therefore the operation was completed as is. The team had the impression that calcification in the descending aorta was dislodged when it was stretched with a wire, however it is unknown whether the embolus was potentially caused by the advancement of the delivery catheter system (dcs). No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, the valve was implanted into the native annulus and heparin was administered. The procedure lasted 1 to 2 hours. No embolus was reported and the "deviation" was corrected to dissection. No treatment was reported for the type b dissection.